Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wires on the jaws of the vasoview hemopro endoscopic vessel harvesting system detached. A vasoview 6 evh system (vh-2000) was used to complete the case. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the heater hook had detached from the tip and was bent. The jaws were somewhat burnt. There was considerable evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).